Event description:
This procedure was part of the (B)(4) study: revascularization via the right contralateral approach in the right common femoral artery. The patient had pain in the leg and a flow limiting blockage. The patient was diagnosed with a plaque shift and was treated with aspiration, and hospitalized for observation. The issue was resolved.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.